Event description:
Customer received blood glucose readings of 496, 58, 222, 61, 40 and 45mg/dl within approximately 30 minutes on the contour next link. She was hallucinating. Her insulin pump was suspended and she took glucose gel, glucose tablet and juice. Two hours later she was feeling normal. The customer returned the test strips for evaluation. New strips and meter were sent to her.